Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm and drive count error boundary exceeded alarm. The insulin pump had insulin pump error alarm twice and the pump asked for a battery change. The insulin pump then had drive count error boundary exceeded alarm twice, the insulin pump asked for reservoir and infusion set change. The customer alleged that the insulin pump was alerting no insulin, but the insulin was present in the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring ¿ black. Customer returned device for alleged pump error 42 and 37 found on (B)(6), 2021. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device successfully downloaded to thus. No unexpected alarms noted during testing. However, pump error 37 was found in the history download on (B)(6), 2021 at 11:53 as well as pump error 42 was found in the history download on (B)(6) 2021 at 9:47 due to moisture damage found on the force sensor. The electronic assemblies and motor assemblies were inspected and moisture damage was found on the force sensor. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 42 and 37 was confirmed during testing through the device history download caused by moisture damage found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.